Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a data error alert 4 after uploading their pump. The pump settings remained but the pump history was missing. The customer's blood glucose level was not impacted. It was indicated that the customer would use the pump until replacement arrived.